Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had an issue of no flow of normal saline. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: b5: additional information received stated, the device was stored at room temperature. Flow was confirmed prior to attaching to the patient. The device was filled with 50ml of normal saline. The expected infusion time was 48 hours; however, 50ml remained in the device. H4: the lot was manufactured between june 19-20, 2024. H11: the device was received for evaluation containing 129ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The lnfusor sample was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.